Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm. The customer stated they were not able to clear the alarm. Customer was able see time clock but it was not advancing. Customer was also reporting partial display. Customer stated that they were in lake and really hot when they get back in to car and it went blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer reported a power loss alarm and a frozen display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side, missing display window cover, faded serial number label. During power up, the middle (enter) and down keypad buttons did not work. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests and hence unable to evaluate unexpected battery power loss due to the non-functioning keypad. Also unable to initially upload device data due to the non-functioning keypad. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. However, after peeling off the keypad overlay, there is corrosion underneath the dome switches of the middle and down keypad buttons. The boards were taken out of the case and inserted into a known good case. All of the keypad buttons became functional after doing so. The software version was then able to be obtained, and a second attempt of uploading device data was possible. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool in combination with the device's device history file list three 84=battery removed alerts happening around the event date: (B)(6) 2021 08:35, (B)(6) 2021 16:04, and (B)(6) 2021 16:25. The adapt tool did not list any unusual insulin pump errors whatsoever. In summary, the customer's report of a power loss alarm was unable to be confirmed. Meanwhile the frozen display was not confirmed. The non-functioning middle (enter) and down keypad buttons are due to the corrosion underneath the dome switches of these buttons. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.